Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet pump experienced hyperglycemia with a blood glucose value of 210 mg/dl while on the third day of pump use; the user observed no supply issues, no leaks or air bubbles, and no occlusion or dosing stopped alerts, and had not eaten or started new medications. Symptoms included elevated blood glucose. Outcomes included no hospitalization and self-resolution as glucose returned to range without a supply change. Investigation included troubleshooting and education regarding pump learning and insulin need adaptation. Investigation of this case revealed no confirmed device malfunction or component issue and no alarm activation, with the event attributed to the device learning phase and cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.